Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified coronary artery. A 4.00 mm x 12 mm nc emerge mr balloon catheter was advanced for dilatation. However upon inflation, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The lumen and balloon has solidified contrast in it and the device could not be inflated. The device was placed into a warm water bath to break up the contrast. When the device was removed from the water bath after being soaked for two days the midshaft was noticed to be separated from the hypotube at the uv midshaft bond location. During one of the days where the device was being soaked the water bath, the water temperature had inadvertently increased to 70 degrees celsius. Microscopic examination of the device revealed that there is a 4mm long tear in the shaft 6mm proximal of the exit notch which caused the balloon not to inflate. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body and the patient's status was good.